Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a routine generator change procedure. Upon interrogation, the right ventricular lead exhibited noise. It was suspected that the lead noise was due to a lead fracture. The noise was not reproducible with aggressive isometric exercise. The lead was capped and replaced successfully on (B)(6) 2019. The patient was discharged home the following day.